Event description:
(B)(6) called stating that they needed a new foot section of the bed, spoke to (B)(6) tech (B)(6) to see what deficiency was alleged. (B)(6) stated that the end user alleged that the foot section dropped down. When (B)(6) went out he stated he could not reproduce what was stated that all functions were working on the bed. Dealer stated that the end user bed was surrounded by boxes and other items. No other information was provided.